Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. Boston scientific technical services (ts) stated that there are possible oversensing. The lead was explanted and replaced. No additional adverse patient effects were reported.